Event description:
It was reported that a user experienced a failed pairing between the ilet and an fsl3+ sensor, after which the sensor was rescanned and a warmup timer appeared on the pump, indicating restored communication. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical or surgical intervention. Investigation included telephone technical support and user education. Investigation of this case revealed that the pairing failure was transient and resolved with a repeat scan, with device function restored. It was concluded that the event was related to a temporary communication issue without patient harm and that the device performed as expected following re-pairing.